Manufacturer narrative:
Date rec'd by MFR: 14aug2019. The customer's biomed confirmed the reported issue. While the customer's biomed reported that the device was "good to go," clear repair information has not yet been disclosed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a patient disconnect. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.